Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018, to revise her scs ipg due to the ipg being loose and flipping in the pocket. Reportedly, when the ipg flipped the patient was unable to connect with neither the controller or charger. During the procedure the ipg was secured to prevent it from flipping.